Manufacturer narrative:
A ge rep evaluated the sys and reseated circuit boards and connectors. The sys operates as intended.

Event description:
The field engineer reported that both of the workstation monitors were not working. This issue would prevent the live image from being viewed, thereby making the sys unusable. There is no report of injury or death associated with the event described in this complaint.